Manufacturer narrative:
Continuation of d10: product ID wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the recharger wr9220 wireless perficio insr (s/n: (B)(6)) revealed the leds scrolled continuously, the device was unresponsive, and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the charger wasn't charging on the charging station. Additional information was received from the patient. They reported that their recharger was not charging in the dock, that they were just seeing scrolling lights and when they took it off the dock, it wasn't turning on. The patient confirmed they were using the thick charging cable for the dock and that they always kept the recharger on the dock and charging when not in use however they went on a trip and unplugged it while they were gone because they didn't want their dogs getting to it and when they came back about 3 weeks ago (year validity), the scrolling battery lights issue began. The patient was instructed to check the green light on the back of the recharger dock and it wasn't staying consistently lit if they picked the dock up and moved it while it was plugged in. The patient stated the charging cable appeared ok but it seemed loose in the port of the dock. Troubleshooting was attempted by holding the power button of the recharger down while it was on the dock and also attempted a recharger reset however the issue was not resolved.